Event description:
The lead was capped on (B)(6) 2011. Pacemaker system was replaced due to mdt 697158 rv lead insulation issues and lead fracture at the 1st rib / clavical location. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).